Event description:
On (B)(6) 2025 the user was hospitalized for hyperglycemia with a bg of 714 mg/dl after an occlusion alert went unrecognized, resulting in prolonged interruption of insulin delivery. The user was treated with exogenous insulin at (B)(6) hospital and discharged on (B)(6) 2025. The user and caregiver were educated on proper occlusion troubleshooting before resuming ilet therapy.

Manufacturer narrative:
Off-label: patient has diabetes mellitus, type 2.